Event description:
The customer reported that the device jaws would not reopen after being applied to tissue. The surgeon manually removed the device and there was tissue damage and some oozing. A new device was opened to complete the procedure and there was no pt injury.

Manufacturer narrative:
(B)(4). The jaws of the incident device had tissue between them and were stuck shut. The knife is trapped and contained within the jaws, which kept the jaws from opening. This can occur when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. The IFU cautions to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.